Manufacturer narrative:
(B)(4) this final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 2 complaints reported with the item 650-1057 (including initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right tha on jan 24, 2018. Subsequently, the patient alleges pain, difficulty walking and difficulty sleeping since the procedure.patient stated she thinks she may be allergic to the titanium and is having testing done.

Event description:
It was reported the patient underwent a right tha on (B)(6) 2018. Subsequently, the patient alleges pain, difficulty walking and difficulty sleeping since the procedure. Patient stated she thinks she may be allergic to the titanium and is having testing done.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Initial report. Concomitant medical products: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Associated products: medical product: unk hip unk g7 cup, catalog no.: unknown, lot no.: unknown. Medical product: unk taper loc stem, catalog no.: unknown, lot no.: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right tha in 2018. Subsequently, the patient alleges pain, difficulty walking and difficulty sleeping since the procedure. Patient stated she thinks she may be allergic to the titanium and is having testing done.